Event description:
It was reported during a da vinci-assisted hysterectomy - benign surgical procedure, the vessel sealer extend (vse) instrument would not fully articulate. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product noting the vessel sealer extend (vse) instrument would not fully articulate, an investigation was completed to determine the cause of this reported event. The vse instrument was driven on a da vinci in-house system, the intuitive motion was experienced. The movement output was not corresponding to what the hand motion was being experienced at the master tool manipulator (mtm). The movement was in the opposite direction. The complaint regarding the vessel sealer extend (vse) instrument would not fully articulate was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. Additional observation: it was noted upon visual inspection that the main tube tabs were no longer mating with the tube adapter of the instrument's distal clevis. The tabs appeared to be dislodged and bent and could easily slide out of the adapter pockets once the distal clevis was rotated while holding the main tube steady. Since the clevis can move independently of the main tube due to this disengagement, this would create non-intuitive motion because the grip tips are no longer following the mtm commands.